Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 8mm amplatzer septal occluder(aso) was selected for implant on (B)(6) 2021. During the procedure the device cobra headed and would not form to it's original shape. The physician removed the device from the patient prior to release and exchanged it for a new 8mm amplatzer septal occluder. The patient was stable at the time of report. There is no clinically significant delay in procedure and no adverse patient effects. The patient is currently stable. The device will not return, as it was thrown away. No additional information was provided.